Event description:
It was reported that a pta dilatation balloon would not deflate after being inflated with 100% contrast. A percutaneous needle stick through the shoulder was used to extract fluid from the balloon and deflate the balloon. Another pta device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The sample is not available for return; therefore, an eval of the device could not be performed. The investigation is currently underway.